Manufacturer narrative:
(B)(4). Actual device returned & evaluated. No failure detected, device operated within specification. Most likely underlying root cause: user has high glucose value.

Event description:
Customer complains of high results. The customer's wife is calling on behalf of the customer. She states her husband feels well and requires no medical attention. The customer's expected blood results are 150-250mg/dl fasting. Verified the strips expired 12/16/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns: the customer is concerned about these two results: 440 mg/dl on (B)(6) 2015 at 7:07 pm and 350 mg/dl on (B)(6) 2015 at 7:10 pm. The customer feels that the results he is getting from the meter are too high.